Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode lead was pulled while the ear wax was being removed and afterwards the user's hearing performance with the device was worse. Reportedly, the physician found the electrode lead extruded through the skin into the external auditory canal during the ear cleaning procedure. Revision surgery took place on (B)(6) 2021, the electrode array was reinserted as it was pulled out of the cochlea.

Event description:
The electrode lead was pulled while the ear wax was being removed and afterwards the user's hearing performance with the device was worse. Reportedly, the physician found the electrode lead extruded through the tympanic membrane into the external auditory canal during the ear cleaning procedure. Revision surgery took place on (B)(6) 2021, the electrode array was re-inserted into the cochlea.

Manufacturer narrative:
Additional information: according to the information received from the field the electrode lead extruded through the tympanic membrane. Due to the extrusion the electrode array was accidentally pulled out of cochlea during an ear cleaning procedure. A revision surgery to re-insert the electrode was performed successfully. The device remains implanted and in use. This is a final report.